Manufacturer narrative:
Investigation of the guidewire revealed its core wire and composite core was broken apart at the proximal end of tip brazing, coil was elongated for approx.5cm but it was entire up to the distal end, guidewire was in one unit without breakage. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the provide information and the outcomes of the investigation of returned device, it is inferred that the tip area of the guidewire was trapped in the 90-99% stenosed calcified lesion, when the guidewire was pulled back for bail out, pulling force worked to the tip area, and the core wire and composite core were pulled apart by the force exceeding product design limit, coil was stretched and elongated but pulled out without breakage. Warning section of the IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel.

Event description:
Reportedly, in the procedure to 90-99% stenosed calcified lesion at #7 lad, during the subject guidewire was advanced to attempt to cross the lesion, it was trapped in the calcified lesion. When the guidewire was retrieved, guidewire was taken out with its core wire broken apart, while the guidewire was in one unit and not separated. There was no impact tot the procedure or the patient.

Manufacturer narrative:
(B)(4).